Event description:
MFR received a report alleging that the concentrator was the cause of a fire. It was reported that the concentrator was not on when the fire started. The arson investigator stated that the user is a smoker.